Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure using a 26mm valve, a patient with a severely calcified tricuspid aortic valve and annulus calcification experienced high post-procedure gradients of 35mm hg. Despite two post-dilatation attempts using an 18mm balloon, the gradients remained at 20mm hg. During a subsequent post-dilatation with a larger balloon (20x40mm), the valve dislodged out, necessitating the implant of a second valve. Additional information was received that a pre-implant balloon dilation was performed. The post-implant balloon dilation was performed due to moderate-severe paravalvular leak. A medtronic guidewire was used during the procedure. The deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged towards the aorta from a depth of 2mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc) to 3mm on the ncc and 5mm on the lcc.

Manufacturer narrative:
Updated data: b2. B5. Second paragraph added h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID l-evolutfx-2329 (lot: 0012338859); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012362234); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure using a 26mm valve, a patient with a severely calcified tricuspid aortic valve and annulus calcification experienced high post-procedure gradients of 35mm hg. Despite two post-dilatation attempts, the gradients remained at 20mm hg. During a subsequent post-dilatation with a larger balloon (20x40mm), the valve dislodged out, necessitating the implant of a second valve.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure using a 26mm valve, a patient with a severely calcified tricuspid aortic valve and annulus calcification experienced high post-procedure gradients of 35mm hg. Despite two post-dilatation attempts using an 18mm balloon, the gradients remained at 20mm hg. During a subsequent post-dilatation with a larger balloon (20x40mm), the valve dislodged out, necessitating the implant of a second valve. Additional information was received that a pre-implant balloon dilation was performed. The post-implant balloon dilation was performed due to moderate-severe paravalvular leak. A medtronic guidewire was used during the procedure. The deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged towards the aorta from a depth of 2mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc) to 3mm on the ncc and 5mm on the lcc. Additional information was received to clarify during the post-implant dilatation; the valve dislodged to the ascending aorta which necessitated the implant of a second valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.